Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site:3003442380 manufacturing site:3003442380.

Event description:
It was reported that the patient infusion set tubing was pulled during sports and running on april 21 ,2026.